Event description:
It was reported that during follow up visit approximately 30 days post procedure, the patient was found to have had an infarct in the mid brain and diplopia. No additional information is available.

Manufacturer narrative:
Subject device remains implanted.

Event description:
It was reported that during follow up visit approximately 30 days post procedure, the patient was found to have had an infarct in the mid brain and diplopia. The patient was kept on dual antiplatelet treatment and the physician related the stroke and the diplopia to a "perforated stroke". No additional information is available.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specification. The subject device remained implanted; therefore, physical analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. However, stroke and neurological symptoms are known risk associated with endovascular procedures and are listed as such in the direction¿s for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event.

Event description:
It was reported that during follow up visit approximately 30 days post procedure, the patient was found to have had an infarct in the mid brain and diplopia. The patient was kept on dual antiplatelet treatment and the physician related the stroke and the diplopia to a "perforated stroke". No additional information is available.